Event description:
Customer was hospitalized due to high blood glucose. Nurse stated that customer received multiple alarms on pump. Nurse also stated that they did not have pump in possession, but insisted they would call back if alarms continue.